Event description:
The implantable neurostimulator was not recharging and the patient didn't feel the stimulation sensation. There were coupling and communication issues with the implantable neurostimulator. The problem started after the patient fell; he reported falling twice. An overdischarge was suspected. The recharger was replaced and the patient was able to fully charge in 8 hours. He was concerned that the ipg was depleting faster than expected. He had increased the stimulation settings. The patient was at home in fair condition. Additional information has been requested, but was not available at the time of this report.

Manufacturer narrative:
(B) (4).